Event description:
Kimberly-clark received a report stating, "the y adaptor broke in two, with one end in the et tube. A second 'y' adapter is cracked. The patient was not injured, but did need to be reintubated. Age, weight, gender not known." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was returned to kimberly-clark for analysis. We received one 3.5 y-adapter and one length of a 3.0 et tube(unknown manufacturer). The 3.5 y-adapter is cracked down the side of the larger port. The length of et tube has what appears to be the tip of a y-adapter broken off and stuck inside the tube. Investigation is on going and no root cause has been determined at this time for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.